Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, 30mm 2 level coda plate x 1 and 16mm self drilling caudal screw x 1 backed out. It was unknown if there was any patient consequences/outcome.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn is no longer considered reportable at this time as the device will be reported by the legal manufacturer. No further follow-ups will be sent under mrn.